Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 12-feb-2026, however due to a clerical error, the unit was not fully investigated by an engineer and instead went through the normal repair process without any analysis being performed. Therefore, there are no investigation findings for this unit.

Event description:
It was reported that the patient's unit had stopped working while they were walking outside their house. As a result, the patient felt lightheaded and fell down, hitting their head getting a concussion. The patient's relative was able to bring out the extended tube of their home unit to provide oxygen. Emergency services were not called nor did the patient get hospitalized at the time of the event. They have received their replacement unit and it is working for them.